Event description:
It was reported that the patient was unable to enter MRI mode. Impedance check revealed high impedances. Additionally, the patient's ipg is flipped in the pocket. As such, surgical intervention may take place at a later date to address the issue. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000114839.